Event description:
It was reported that the needle did not deploy at pod activation. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The investigation found the pink slide insert not visible in the viewing window. Upon opening the device, found the cannula sub assembly deployed inside the device. The download data indicates the first prime completed at pulse 48 and deactivation occurred at pulse 58. The cannula sub-assembly deploying inside the device indicates the chassis sub assembly was incorrectly installed. The needle mechanism was not reset and redeployed due to the damage to the hard cannula.